Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "biocell warranty", "capsular contracture baker grade ii" and "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed two openings through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis non penetrating nicks, creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "biocell warranty", "capsular contracture baker grade ii" and "rupture". This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported "biocell warranty", "capsular contracture baker grade ii" and "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "biocell warranty", "capsular contracture baker grade ii" and "rupture". This record is for the left side. The device remains implanted.